Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an alarms key on a pump got stuck during testing. There was no patient injury.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the pump displayed an error alarm for ?key stuck" upon powering up. Root cause of the reported event is unknown, but it was found that the device keypad does not work as intended. It is recommended to replace the device keypad. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 2120

Manufacturer narrative:
Additional information received on 25july2022 via email and attached to complaint object: no patient involvement. Occurred during testing only.